Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Technical support arranged shipment of replacement pump to confirmed address, and instructed customer to return problematic pump using prepaid label within 10 days.